Event description:
Pt went from a shoe-tying position to upright and had red heart alarm. Pt rapidly hand pumping and immediately transported to the hosp. Pt decompensated during mid-flight and was intubated. At the hosp, dried blood was noted in the hand pump. Stroke volume connecting tube and the percutaneous driveline. Flouroscopy showed the diaphragm in the "full home" position. The pt was placed on pneumatic backup with venting every 5 to 10 mins. Plans were made to replace the left ventricular assist device with a new one in the morning (1/5/99).